Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the patient was suffering from some pain one month post-operatively and the patient was re-operated on (B)(6), 2010.